Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the foot pedal was difficult to activate. The customer determined tha the foot pedal does not always "make good pressure" and needs replacement. There was no adverse patient consequences.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.